Manufacturer narrative:
Puritan bennett was not authorized to evaluate the unit.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was no harmed or injuries as a result of the event. The biomed inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced.